Manufacturer narrative:
(B)(4). The other two proglide devices and a starclose se device referenced are being filed under separate medwatch MFR numbers. (B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported device operates differently than expected (needle to cuff miss) was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a carotid stenting interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: the devices were used in the preclose technique. The physician is established in the preclose technique. User facility medwatch stating: event desc: at the conclusion of an angiogram, two devices were used to attempt to close a femoral artery. Another device was used and the patient was not harmed. This facility has had a total of four similar events with this device. All four devices were returned to the manufacturer. All four devices had the same lot number.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.